Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse performed full system verification. Fse's service visit did not reveal any issues related to the customer reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Contacted technical support for further assistance and reviewed the logs, but found no errors indicating the cause of the issue. A system reboot was recommended and performed. Using an endoscope, the engineer thoroughly inspected the system to confirm if the left eye was blacking out, and the issue was reproducible during this inspection. The engineer toggled the "color bar" option on the console and was able to reproduce the blackout. A full system verification, including functional testing, was conducted. After the reboot and detailed inspection, the issue could no longer be reproduced. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye on console 1was black, prompting the surgeon to move to console 2 to continue with the case. The site was unable to restart the system at the time of the call. Error logs indicated display coordinator issues with unexpected output video format and loss of assistant display video input, as well as errors in the video buffer client. Follow-up was recommended to confirm if restarting the system restored the left eye image on console 1. The procedure was being completed as planned with no reported injury.